Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. Lead fracture was suspected. A lead revision procedure was performed. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.